Event description:
At the end of the endoscopic vien harvesting procedure, the distal ring for extended pultrusion was noted to be missing from distal end of the uniport plus body. The plastic ring ws retrieved and the procedure completed without making additional incision. No pt injury was reported by the hospital.